Event description:
The hospital reported that during the saphenous vein harvesting proc edure, the image on the endoscope was blurry. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.